Event description:
Dobbhoff had been recently placed and a cxr to evaluate tube placement was obtained. Xray confirmed that dobbhoff was in the right lung. Tube removed. Repeat cxr showed right sided pneumothorax. Chest tube placed. During procedure, pt became bradycardic. Pt had a dnr order and was pronounced a short time later.